Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medication did not create a fill item in bd logistics. A technical support specialist (tss) checked the incoming request and incoming request rejected tables and confirmed no refills were stuck. Tss dialed into the carefusion coordination engine(cce) server and verified pocket inventory with no bogus pockets found. Refills and stockouts were traced and confirmed as triggered and sent to the pyxis logistics api. The customer was updated that jit refills were received but stockouts were not. The most recent stockout was confirmed as sent on (B)(6) at 1:24 pm. The case was reassigned to the phacts team for further investigation. Tss later confirmed on the logistics server that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the carboxymethylcellulose eye gel 1% dropperette vial (medid e157990701) stored in wcwe-prepost tower, drawer 1, pocket 10 did not generate a fill item for bd logistics. No below-minimum or stock-out labels were created. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.